Event description:
Attorney reported: on (B)(6)2002, patient underwent repair of an incisional hernia. Patient's hernia was repaired with a bard composix mesh. On (B)(6)2008, patient was admitted to the hospital where she underwent exploration of the abdominal wall. As a result of extensive adhesions and injury to the small bowel, an end to end anastomosis of the small bowel was performed. Two loops of the ileum were found to be attached to the mesh. The mesh was removed at this time. On (B)(6)2008, patient was discharged. Because of the defective mesh, patient has suffered and will continue to suffer physical and mental anguish.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. A DHR review has been conducted. All paperwork appeared complete and accurate. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. While adhesion is a known adverse event that is listed in the IFU, no conclusion can be drawn at this time.